Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy procedure, intraoperative bleeding occurred, but was managed, and the surgery was successfully completed. A few days later, the patient's condition suddenly deteriorated in the intensive care unit (ICU) but subsequently improved after receiving unspecified medical treatment. Details regarding the intervention are not available. Additional information was requested, but the customer has indicated that no further information will be provided.